Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination of the returned sample revealed that one unformed staple was stuck at the front of the device. The next two staples were also observed to be misaligned. First, the unformed staple stuck at the front of the device was manually removed. It could not be conclusively determined how the staple became stuck at the front of the device. After removing the unformed staple, the first staple fired on its fourth attempt due to the staple misalignment. The remaining staples fired successfully. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the hcp failed to fire the skin stapler during the pretest, prior to use on patient. No patient involvement.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the hcp failed to fire the skin stapler during the pretest, prior to use on patient. No patient involvement.